Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in an unknown location. The cause of death was a heart attack. The caller did not state whether the customer had any other illnesses that may have led to the customer's passing. The customers blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected in an unknown time period prior to passing. The caller stated the customer had used the pump for a short period of time because when they used the pump they got a staph infection and ended up being hospitalized. It is unknown if the customer was using sensors. The caller declined to provide further information. The caller declined to return the insulin pump for analysis as it had been donated.